Event description:
Title: novel modification of marcy operation for indirect inguinal hernia reconstituting deep inguinal ring shutter action. The aim of this study is to present the authors' modification of marcy operation that can reconstitute inguinal shutter action more efficiently by changing the direction of the sutures vertical to horizontal. During 36 months from 1st jan. 2019, a total of 145 cases of 140 patients (131 male and 14 female; mean age 64 ± 17.6 years) were operated for indirect inguinal hernia or pantaloon hernia (11 cases). 145 indirect inguinal herniorrhaphy were performed exclusively with author¿s modification of marcy operation. 104 cases among the 145 indirect inguinal hernia (71.7%) were operated with only dir reconstruction as author modified. In 41 cases, posterior wall reconstruction was done simultaneously. They used black silk 2-0 in deep inguinal ring reconstruction and prolene 2-0 suture in posterior wall repair. Reported complications include hematoma only (n=?), hematoma with inguinal bulging and pain (n=?), seroma (n=?), stitch exposure (n=?), dysuria (n=?), scrotal swelling (n=?), mass complaint (n=?), sustained wound pain (n=?), and chronic post-herniorrhaphy pain (n=?). In conclusion, author¿s modification of marcy operation was feasible anatomically in all indirect inguinal hernia repair, which is theoretically superior to classic marcy operation in that repositioning the dir more laterally and securing the obliquity and shutter action of the dir. Result is at least not inferior in the aspect of short-term recurrence and chronic post-herniorrhaphy pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2023) 27:181¿190. Https://doi.org/10.1007/s10029-022-02682-y.